Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing. The myopotentials were able to reproduce in the secondary vector. X-rays were performed and showed that the electrode tip point to the pectoralis. The reprogramming to primary vector showed no myopotentials. This s-ICD remains in service. No additional adverse patient effects were reported.